Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor also, unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. The motor passed motor test. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The low battery alarm functioned properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 110 mg/dl at the time of incident. Troubleshooting found that the pump also excessively alarmed motor error. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.